Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had suddenly collapsed without a pulse and emergency medical services (ems) were contacted. Ems found the patient without a pulse and continued advanced cardiac life support (acls) protocol. The patient was found to be in ventricular fibrillation (vf) and received two defibrillations and several rounds of epinephrine in the field. Return of spontaneous circulation (rosc) was achieved, however, the patient lost pulses again and cardiopulmonary resuscitation (CPR) resumed. The patient arrived at the emergency room with CPR in-progress and was intubated. The patient passed away in the emergency room. Additional details surrounding the patient's death have been requested, however, are not available at this time. The patient is a participant in a clinical study.